Event description:
When I eat anything other than liquids, I feel pain in my stomach and often vomit. I feel as if I am choking. Also, the site of my port is often painful and feels like it is moving around too much. Sometimes, the pain is sharp and under my ribs other times, it hurts when I exercise and it protrudes. I have no insurance anymore to find out that may be happening with this device in my body. If I did I would have it removed.